Event description:
Same case as MDR: 2134265-2014-03078; 2134265-2014-03077. It was reported that automatic pullback failure occurred. During procedure, a 120v ilab cart ultrasound imaging system was used in conjunction with an unknown imaging catheter. The physician tried to perform pullback but mdu was unable to run in automatic pullback. The procedure was completed using manual pullback. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the unit was received in good condition with no visible damage or defects observed. The unit met specifications for mdu-5 qc functional test and successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR: 2134265-2014-03078; 2134265-2014-03077. It was reported that automatic pullback failure occurred. During procedure, a 120v ilab cart ultrasound imaging system was used in conjunction with an unknown imaging catheter. The physician tried to perform pullback but mdu was unable to run in automatic pullback. The procedure was completed using manual pullback. No patient complications were reported.